Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) of 45 mg/dl. The cause was unknown. Bg was addressed with carbohydrates. Recommendation was made by tandem technical support to consult healthcare provider.